Event description:
The anvil came off and fell inside the pt, which did damage to the rectal stump. Surgeon was going to do a temporary colostomy and had to perform a permanent colostomy. The surgeon retrieved the anvil.